Event description:
It was reported that a patient is deceased and died on (B)(6) 2010; approximately two months post the implant (B)(6) 2012 of a cardioverter defibrillator (ICD). The patient was a participant in the (B)(4) study and died "out of hospital"; therefore, no further information will be provided regarding the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: product ID 6947m55, implanted: (B)(6) 2012. Product ID 5076-45, implanted: (B)(6) 2012. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.